Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and serial number label fading. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to a connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 9.4 mmol/l. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.